Event description:
The report received from the registry indicated that approximately four (4) months after the index procedure, the patient had symptoms of recurrent angina. The patient had three (3) cypher select plus stents implanted during the index procedure. Coronary angiography was done and revealed a 90% focal (less than 10 mm <10 mm) in-stent-restenosis (isr) and late thrombosis of the cypher select plus 2.25 x 23 mm stent implanted in the second obtuse marginal branch (2nd om2). There was no reported evidence of aneurysm or peri-stent restenosis. Control ivus was not done. The flow was timi 3. The isr/late thrombosis was treated by implantation of a taxus 3.0 x 12 mm stent inside the previously implanted cypher stent. The adverse event (ae) of isr/late thrombosis and the re-pci (percutaneous coronary intervention) was reported to the moderate in severity, a highly probable relationship to the cypher select plus 2.25 x 23 mm stent and procedure, was not related to another cordis product, was a serious ae (sae) requiring hospitalization and the event outcome was complete and the event resolved without sequel.

Manufacturer narrative:
The indication for the elective index procedure was stable angina. The patient was found to have one-vessel disease and one lesion was treated during the index procedure. There was no planned staged procedure. The target lesion for the procedure was 2nd om and extended to the mid circumflex and other obtuse marginal segments. The lesion was reported to be: restenotic total occlusion after an isr of two (2) previously implanted mini vision 2.5x28, microvision 2.75x18 stents, a 100% occlusion, 3.0 mm vessel diameter, 60 mm in length, not a bifurcation/ostial or angulated lesion, a chronic total occlusion (cto) greater than three months (cto > 3 months), irregular, a readily accessible proximal segment, concentric, moderately calcified, absent of thrombus and type c. Debulking was not done. The lesion was pre-dilated as planned with a 2.5 x 15 mm balloon at 16 atm. Three (3) cypher select plus stents were implanted: a 2.25 x 23 mm stent was implanted at 16 atm, a 2.75 x 33 mm stent at 20 atm, and a 2.75 x 13 mm at 20 atm all in overlapping fashion. The 2.25 mm stent was post-dilated with a 2.25 x 22 mm balloon at 23 atm due to under-expansion, the 2.75 mm x 33 mm stent was post-dilated with a 2.75 x 33 mm stent at 20 atm due to under-expansion, and the 2.75 x 13 mm stent was not post-dilated. A satisfactory result was obtained. Ivus was not done. There was no aspiration of thrombus done or distal protection device used. There was no reported procedural complication or device deviation. The patient was discharged the day after the procedure. A contact reported as other with the patient at the one-month period indicated that the patient was asymptomatic and continuing her medical regimen. There was no reported new surgical procedure. The patient did report some tiredness and fluctuation with her blood sugar but was feeling better post-procedure. A contact reported as other with the patient at the six-month period indicated that the patient had angina, stent thrombosis that led to a re-pci and was continuing her medical regimen. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.